Event description:
It was reported, the subject device had an image that was cutting out when plugged in. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a black out blurry intermittent image, a dented connector, dented connector pins, and the water leak test from the connector failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black out blurry intermittent image was due to dented connector and connector pins resulting in a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had an image that was cutting out when plugged in. The issue was identified during preparation for use. There were no reports of patient harm.